Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardiac monitor was oversensing fast ventricular tachycardia (fvt) episodes that were attributed to noise. The sensitivity of the device was reprogrammed and the device is still in use. No patient complications have been reported as a result of this event.